Manufacturer narrative:
Customer technical specialist (cts) assisted the customer with the troubleshooting through the phone. The customer found a hole in the I-beam tubing through pinch valve pv37. The customer replaced the tubing and the issue was resolved. The instrument was verified as operational after tubing replacement. (B)(4).

Event description:
The customer reported a contained blue fluid leak of approximately two (2) ml in the main diluter module of the coulter lh 500 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, glasses and laboratory coat when the leak was reported.